Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not consistently activate device) has been confirmed. Upon investigation the rear response button cable was crimped. The cause for the inability to consistently activate the device is an intermittent response button. The cause for the intermittent response button is crimped cable. The root cause for the crimped cable cannot be positively identified but is likely assembly error. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A pt svc rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report that the response buttons were not consistently activating the device. The pt was issued a replacement monitor.